Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) touchscreen is not working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during semi annual pm, the cardiosave intra-aortic balloon pump (iabp) touchscreen is not working. There was no patient involvement.

Manufacturer narrative:
Due to character restriction in block e1. E1 event site name is (B)(4) hospital. Corrected fields: b5, e1 (event site name) updated fields: b4, d8, g1(contact person ¿ mfg site), d9, g3, g6, h2, h3, h6(investigation. Findings, type of investigation, investigation conclusions, component code), h11. The failure analysis and testing dept. Received part number 0160-00-0123 with a reported unit failure of the touchscreen not working and randomly selecting buttons. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. The touchscreen will intermittently not detect input. Confirmed the failure but no root cause identified. Retaining the part in the failure analysis and testing department per procedure number (B)(4). The getinge field service engineer (fse) evaluating the unit replaced the touchscreen (d160-00-0123). The unit passed all safety and functional tests and was returned to the customer for clinical use.